Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was high. As the contact did not have the pump at the time tandem technical support was called, troubleshooting to determine a possible cause of the occlusions was unable to be performed.